Manufacturer narrative:
Mfg. Date: 6/9/17-6/14/17 for suspect lot gr17f08019 a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this suspect lot. Three (3) samples were returned and an evaluation is complete. Visual inspection was performed and noted foreign particulate matter in the fluid path of one of the samples. The reported condition was verified. The cause could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring occurred during reconstitution of a vial of piperacillin/tazobactam using a vial-mate adapter. The cored material was described as being ¿very small and red¿. There was no patient involvement. No additional information is available.